Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. There was missing material approximately 0.02" x 0.056" in size. The instrument passed electrical continuity test. No signs of thermal damage observed. Root cause of this failure is attributed to a component failure. An additional observation not reported by site and that is not related to the customer reported complaint was also identified. The instrument was found to have abrasions to the bipolar yaw pulley. The root cause of this failure is attributed to user mishandling/misuse. A review of the device logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 1 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted mediastinal mass resection surgical procedure, the maryland bipolar forceps had broken conductor wire insulation. The issue was identified during cleaning and sterilization. The procedure in which the instrument was last used was completed with no reported injury.